Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, upon application loading an error message was displayed on the mobile view station (mvs) screen. Rebooting the imaging system resolved the issue. There was no patient present at the time of the issue.